Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date : (B)(6) 2010, inratio: ng, lab: 13.0, pt: 50. Date: (B)(6) 2010, inratio: 4.8, lab: 10.3. Pt was given 3 doses of vitamin k due to a lab reading received on (B)(6) 2010. Caller also alleged imprecision with inratio meter. Pt's coumadin was decreased from 7 mg to 6 mg on (B)(6) 2010.

Event description:
Reporter alleged that she attempted to use the aviva system but could not because of an error message. Reporter stated that she went to bed without knowing her levels as a result and her daughter found her the next morning. Reporter stated that she was unresponsive and unconscious and because of shaking, her insulin pump was not connected to her body. Reporter stated that 911 was called, the paramedics obtained a result of 20 mg/dl on their system and she was treated with a glucagon shot when they couldn't get the IV to work. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.